Manufacturer narrative:
Additional information added to: revised short description, b5 and patient code. The customer stated no further event information is available.

Event description:
It was reported from the c4 inpatient surgery department that the device failed to alarm for air-in-line. The device did not pass the patient-side occlusion test. The customer sent the device to bd for repair. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 02/23/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the device was giving air in line without alarming and the alaris pump did not pass patient-side occlusion test could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : product not returned.

Event description:
It was reported from the c4 inpatient surgery department that the device failed to alarm for air-in-line. The device did not pass the patient-side occlusion test. The customer sent the device to bd for repair. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device was giving air in line without alarming. Alaris pump did not pass patient-side occlusion test. Sent to alaris and fixed. No consequences to the patient were reported.